Manufacturer narrative:
(B)(4). Investigation analysis: a polaris ultra stent was returned for analysis. A visual evaluation of the returned device revealed that the stent shaft and the bladder pigtail was detached and stretched (the stent was found detached in five sections); consequently; confirming the reported complaint. It is important to mention that suture string was not returned for analysis. Based on product analysis, and all compiled information, the failure was noted during the preparation. It is important to mention that no defects were reported by the user during the unpacking. Therefore, the failure found (stent detached and stretch) is an issue that could have been generated by the user if the device was pulled until it was separated and or due the interaction with the suture string. Therefore, "adverse event related to procedure is selected as the most probable root cause for the complaint.'' A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a ureteral stent replacement procedure in the bladder, performed on (B)(6) 2019. According to the complainant, during unpacking, the coil/pigtail of the stent was found detached. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Investigation results revealed the stent shaft was broken, therefore this event has been deemed an MDR reportable event.